Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the device leaked dirty bubbles from the instrument channel, which was likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope leakage of dirty bubbles from the distal tip. The issue was identified during reprocessing and there were no reports of patient involvement.